Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: 1. Did the patient experience any adverse consequences due to this issue? Not available 2. Is the white tissue pad completely missing from the clamp arm of the device? Not available as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tissue pad fell off when it was being used.